Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, when the fiber was connected to the console the aim beam could be seen through the fiber port. The fiber was replaced and a second fiber was used to complete the procedure without consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified a break in the fiber body between the input connector and the control knob. The fiber did not show any signs of usage. It is probable that the fiber break occurred due to excessive manipulation/rough technique while advancing the fiber down the scope. According to the device instructions for use (IFU), the fiber should not be bent at sharp angles as this may result in damage to the fiber. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the input connector and control knob. The metal cap exhibited no signs of debris adhesion and the glass cap exhibited no signs of devitrification at the output window. The fiber showed zero signs of usage. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was present at the location of the break in the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to error was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, when the fiber was connected to the console the aim beam could be seen through the fiber port. The fiber was replaced and a second fiber was used to complete the procedure without consequences to the patient.